Event description:
It was reported that the foley catheter could not be removed without assistance from a consultant. The patient had attended the clinic for a trial without a catheter procedure, but they were unable to remove despite it the balloon being fully deflated. The bladder scanner confirmed that the balloon was still not inflated. Finally, the catheter was removed by the second consultant. After the catheter was removed, severe encrustation was noted all around the end of the catheter tip. It was also reported that there was a similar incident on the same day.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the foley catheter could not be removed without assistance from a consultant. The patient had attended the clinic for a trial without a catheter procedure, but they were unable to remove despite it the balloon being fully deflated. The bladder scanner confirmed that the balloon was still not inflated. Finally, the catheter was removed by the second consultant. After the catheter was removed, severe encrustation was noted all around the end of the catheter tip. It was also reported that there was a similar incident on the same day.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.